Event description:
It was reported that during the procedure in the mildly calcified left internal carotid artery, the emboshield nav6 was advanced to the target site and deployed. Pre-dilatation was performed with an unspecified 4 x 20 mm balloon dilatation catheter and the balloon dilatation catheter was removed. It was noted that the emboshield had moved out of position when the dilatation catheter was removed. The device was removed and a new emboshield nav6 was then advanced to the target site. The filter was deployed. An xact stent system was advanced and the stent deployed to complete the stenting procedure. No additional information was received.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.